Event description:
It is reported that a customer has been having issues with their sensor. The patient's blood glucose was unknown at the time of the call. The customer stated that they may have inserted the sensor where there was scare tissue. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The canula was no where to be found in the body. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.